Manufacturer narrative:
Exchanged due to accident reported in manufacturer report number 2916596-2021-02727. Incidental findings: atypical low voltage advisory and power cable disconnect alarms due to the rsoc voltage level dropping. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 6 days of data. The timestamps of the log file data ranged from (B)(6) 2000 to (B)(6) 2000; this indicates that the controller clock had previously been reset to the default timestamp of (B)(6) 2000 and is consistent with a total loss of power previously occurring; this is addressed via the pump investigation ((B)(4)). The true dates of the events in the log file cannot be determined due to the clock not being set; controller clock corrupt alarms were active throughout the log file as expected. The log file captured both 14v batteries becoming completely depleted at the timestamp of 22:24:27 on (B)(6) 2000, activating a no external power alarm. The system controller backup battery supplied power to the system without issue during the loss of external power. The no external power alarm resolved following the connection to charged 14v battery at the timestamp of 22:59:12 on (B)(6) 2000. Prior to the batteries becoming completely depleted, the low voltage advisory alarm first activated at the timestamp of 17:45:07 on (B)(6) 2000 and the low voltage hazard alarm activated at the timestamp of 21:43:13 on (B)(6) 2000. Additionally, prior to the low voltage hazard alarm activating, the low voltage advisory alarm was observed to clear and reactivate multiple times due to the voltage fluctuating above and below the low voltage threshold. The alarms in the log file did not affect the controller¿s ability to operate the pump at the set speed. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported no external power alarms was determined to be a full depletion of the 14v batteries. The controller responded to the loss of power with the appropriate alarms. The heartmate 3 lvas instructions for use (IFU) and patient handbook explain all system controller alarms and inform the user to promptly connect to a working power source (power module, mobile power unit, or two fully-charged heartmate 14 volt lithium-ion batteries) in response to a low voltage or no external power alarm. The IFU and patient handbook also explain how to properly switch between power sources and how to check the charge level of a 14v battery. The IFU and patient handbook inform the user not to rely on the controller's backup battery as it will only power the pump for a limited amount of time; the backup battery is intended only for backup power during a power emergency. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) section 2 "system operations" state that the backup battery is intended only for backup power during a power emergency. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that 3 logs were submitted for review. The log files captured controller clock corrupt messages. Technical services requested to please re-set the controller clock. It was recommended to check the clock setting in several days to verify that it is correct. If it is not, then a controller replacement may be required. The pump appears to be running during the stated event. Log file analysis observed a no external power event occurred on (B)(6) 2000 per timestamp within the controller event log file. It was reported that the patients' controller was later exchanged due to an accident.